Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument jaws would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the logs for the sureform 45 stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) advance failure analysis (afa). The following additional information was provided: sureform 45 stapler instrument logs were not available for the first 4 installs of the procedure. The procedure review dashboard was used to collect data on the install of this instrument. The dashboard showed part number# 480445-04, lot number# l84230525-0485 was installed on the system once and fired no reloads. On the only install, the system failed to detect the reload color, and the user manually selected the white reload. No clamping or firing was performed. The instrument was then removed and not used again in the procedure. There were no errors in the system logs related to the use of this stapler instrument.

Manufacturer narrative:
The sureform 45 stapler has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce nor confirm the reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 45 reload. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. The sureform 45 white reload has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce nor confirm the reported complaint. The reload was returned attached to the sureform 45 stapler. There was no damage to the reload. There are no device related failures. The reload was returned used and fired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. The reload cover was removed and inspected, there was no damage to the reload or its components. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.